Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp in the problem area was damaged. The tip clamp was replaced. The instrument was tested without further problem and returned to service.